Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: during investigation, the pump returned with sound features set to: audio bolus (medium), temp basal (off), alert, reminder, warning, alarm/error (high), normal bolus (vibrate). The pump powered on with a fully functional audible alert. The audible alarm measured within specification. A ¿low battery¿ warning was reproduced for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The pump cover was removed and there were no defects found to the piezo circuit. Unable to duplicate "intermittent sound" complain. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.